Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d.6b, h6.

Event description:
The device has been explanted. Healthcare professional reported "capsular contracture grade 2 on right side", "hole, non-specific observed during surgery".

Event description:
Healthcare professional reported rupture confirmed via CT scan. Healthcare professional later reported " "capsular contracture grade 2 ". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ rupture: missing piece of shell assessed as inconclusive. ¿ rupture: observed opening device assessed as surgical damage ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.